Manufacturer narrative:
This product was received for evaluation and the reported failure could not be confirmed. Tech services plugged the baton into the monitor and power them on. They wiggled / flexed the cable with no result of failure. They repeated all tests multiple times with no failures. The device was returned to the customer. Additional part used: glidescope pgvl video baton 3-4; catalog: 0570-0185; sn: (B)(4).

Event description:
The customer reported that the glidescope pgvl video monitor with baton 3-4, did not perform as intended during a patient procedure. The unit was giving a video 1 no signal error intermittently. The procedure was completed without the use of a backup device. No patient or user harm was reported.